Manufacturer narrative:
Without a product return or a provided part number, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the head of the iliac screw came off the shank post op. The patient had a revision surgery scheduled for (B)(6) 2018 but no further information was provided.

Manufacturer narrative:
Implant date: (B)(6) 2018. Additional information: (ethnicity); method, results, conclusions: an x-ray was provided showing that one iliac screw disassembled post-operatively. This screw was reattached to its mating rod and closure top during a previous revision; it was reused instead of being removed and replaced. It is likely that the retaining ring was deformed as expected during its initial tightening when installed, and this deformation allowed the tulip to disassemble after being reused during the previous revision procedure. The device labeling provides clear indications that this device is intended for single-use only. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that an iliac screw disassembled post-operatively. The screw was previously revised to address post-operative loosening of the closure top and rod within the screw; during that revision, the three subcomponents were reassembled and tightened together without replacement. A revision surgery has been scheduled to add an anterior construct to increase support, but no further information has been provided.